Manufacturer narrative:
H4: the lot was manufactured between october 24, 2022- october 25, 2022. H10: the device was received for evaluation. Visual inspection was performed and several small specks of white drug residue located inside the lower part of the housing near the bladder crimp which suggested a small leak may have occurred from the bladder crimp. A leak test was performed by adding green color water to the bladder. The sample was monitored until the next day. The small leak was not able to be reproduced likely because the tiny leak channel from the bladder crimp may have already sealed up preventing further leak from coming out of the bladder crimp. The cause of the small leak from the bladder crimp of the first sample may be related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a large volume infusor was found with small specks of white drug residue located inside the lower part of the housing near the bladder crimp which suggested a small leak may have occurred from the bladder crimp. There was no patient involvement. No additional information is available.